Event description:
Boston scientific received information that during an in-office interrogation, the pacemaker showed different data than expected. The initial estimated longevity was approximately one year less than a follow-up interrogation despite having the same magnet rate on both interrogations. Boston scientific technical services (ts) discussed how the programmer updates the calculations and which longevity to consider. This pacemaker remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information revealed this pacemaker was explanted due to normal battery depletion and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.